Event description:
It was reported that during a hepatectomy procedure, the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the pt. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.